Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 7.4 mmol/l 25 minutes prior to losing consciousness and falling. The customer hit her head when she fell. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. The customer was disconnected during priming. The customer stated that her diabetes educator advised her to bolus a half hour before eating. However, the customer normally bolused right after she ate. The customer thinks this change in her bolusing technique caused the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.